Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error 211.2000. 1. Replace logic board. 2. Return the module to the factory. Recommended replace logic board. Biomed will send unit in for flat fee repair. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 25jun2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported error code 211.2000. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported error code 211.2000. There was no patient involvement.